Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the wheel/caster on a 980 ventilator fell off. The ventilator was not on a patient at the time of the event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the wheel base and complete all required testing.